Manufacturer narrative:
Correction: 510(k) number was not included in initial report. Investigation summary: the event unit was returned for evaluation. Upon evaluation, engineering confirmed the complainant's experience of a torn sheath and noted a stretch mark where the film had torn. It is possible that the alexis sheath was punctured by an instrument. A puncture, followed by tension on the film during placement, likely caused the sheath to tear. An instrument shield, which is intended to help protect the alexis sheath from contact with instruments, is included with every gelpoint advanced access platform. It is unknown if the instrument shield was used in this procedure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Davinci sigmoid - "I was in the room when the alexis for gelpoint tore. The surgeon had inserted the alexis twice and it folded in on itself. On the third attempt to put in the alexis, the doctor and two assistants were rolling it inward when on the last roll, it tore all the way around." Type of intervention: "unknown." Patient status: "stable/fine."